Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on with and without case and after connecting to known working charger. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.